Event description:
The device was used during a laparoscopic colon resection. Reportedly, the instrument was difficult to open. The device was removed and another device was applied to complete the procedure. The hosp has reported no pt injury occurred.